Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed to reposition this lead but the physician was unable due to fibrosis. This lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.